Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 27 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported pain, implant mobility, bleeding, inflammation and an abscess in this patient with good oral hygiene.. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.